Event description:
It was reported the subject device did not keep pressure. The issue occurred during an unspecified procedure. According to the customer, tape has to be put on the device to keep enough pressure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation however, the customer's allegation was confirmed. The product analysis will solely be based on the available information for the issue of "pump head does not keep pressure". As the device was not evaluated by olympus, the cause of the failure could not be identified. However, component failure could have contributed to the malfunction. A DHR review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "the tube must not be stretched when closing the pump head lever as this may affect the ability of the system to prime, and may also reduce flow rate." Reference page 27 as per IFU. "After the pump has stopped, the pump may rotate for approximately two seconds in the reverse direction. After each flush, it may appear that bubbles in the tube are flowing back to the water container from the ofp-2 pump head. This is a perfectly normal operation to help reduce the pressure within the tube." Reference page 36 as per IFU. "The pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. ""Reference page 46 as per IFU. Olympus will continue to monitor the field performance of this device.